Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacturer date for this electrode is june 19, 2015.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a separation of the layers of the axillary pocket site, likely resulting from suture abcess. The patient experienced an infection. The system was successfully explanted. The patient was hospitalized for several days after the procedure for additional medical intervention, and then was discharged four days later. No additional adverse patient effects were reported.